Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm and advised to either start over with new supplies or finish with manuals. During a follow up with the nurse, it was stated that the nurse was not aware of the system error 2240. The nurse confirmed that to her knowledge the hp was continuing therapy without complications. No additional information was available. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Attempts were made to contact the hp however; product surveillance was unsuccessful at contacting the hp due to lack of response and no option to leave a message. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).